Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman flx laa closure device with delivery system (wds). Peri procedurally a cardiac perforation occurred. The laa closure procedure was aborted and the patient was transferred to surgery to repair the perforation. Following open heart surgery, the patient recovered in the intensive care unit for seven (7) days and required three (3) months of rehabilitation.